Event description:
During several gastrostomy procedures, the cook flow 20 percutaneous endoscopic gastrostomy set leaked around the insertion site and the bumper does not stay [in intended position]. The specific quantity has been requested but has not been provided. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Tube migration is listed as a potential complication per the instructions for use. The instructions for use contains the following warnings: "excessive traction on the gastric feeding tube may cause premature removal, fatigue or failure of the device." "Use the twist lock or cable tie to secure the bolster to the tube. This will prevent future migration of the tube." Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.